Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5175649.

Event description:
A voluntary medwatch report was received on 10/6/2025. It was reported that "cgm accuracy" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The meter showing my glucose reads either way too high or way too low. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.